Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was present in the nozzle of the device. When tested as returned, the device did not spray as intended. The co2 cartridge did not discharge when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastroscopy of the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that during the procedure, bleeding occurred and the physician wanted to stop it with hemospray. The device was introduced but no powder was released when pushing the button. It was noted that the valve was open. The button was pressed 5 to 6 times for several seconds. A new hemospray was used and the bleeding stopped. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau, 510k: k200972. Investigation evaluation: the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.